Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the reported complaint of blower stopped & not working was not duplicated. No fault was found on the returned blower & sensor pcb. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported a vent inop condition, air valve liftoff failure. No patient involvement reported.

Manufacturer narrative:
.